Event description:
It was stated that her reservoir was cracked on top at the infusion set connection. It was stated that the reservoir chamber smells strongly to insulin. It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 457mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 2032227-2011-04199. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-84252.